Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported, that stent damage occurred. A percutaneous transluminal coronary angioplasty was being performed. The 95% stenosed target lesion was located in the calcified circumflex. This 12 x 2.25 rebel balloon expandable stent as selected. The device was unable to cross the lesion and the strut of the stent become damaged. The procedure was completed with another of the same device. No patient complications were reported. And the patients status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older

Event description:
It was reported that stent damage occurred. A percutaneous transluminal coronary angioplasty was being performed. The 95% stenosed target lesion was located in the calcified circumflex. This 12 x 2.25 rebel balloon expandable stent as selected. The device was unable to cross the lesion and the strut of the stent become damaged. The procedure was completed with another of the same device. No patient complications were reported and the patients status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the return consisted of a rebel bms balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks and the balloon was tightly folded. The stent was in place and distal end of the stent was damaged.inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that stent damage occurred. A percutaneous transluminal coronary angioplasty was being performed. The 95% stenosed target lesion was located in the calcified circumflex. This 12 x 2.25 rebel balloon expandable stent as selected. The device was unable to cross the lesion and the strut of the stent become damaged. The procedure was completed with another of the same device. No patient complications were reported and the patients status is stable.